Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient reported feeling a burning sensation in his chest and felt that he was getting shocked around the pacemaker and lower. The patient said there was a "burn" and "bump" over the pacemaker and that the area was very sensitive and very sore. The patient also reported that he had been back to his doctor a few times and the doctor said nothing is wrong. No further patient complications have been reported as a result of this event.